Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator failed pressure transducer test and internal leakage test with a message 'system volume too large' during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by distributor's field service engineer. The claimed issue was reproduced during troubleshooting. According to received information in service report, the o2 gas module is defective and require replacement. The o2 gas module regulates the inspiratory gas flow and a faulty o2 gas module may affect the delivered volume or gas mixture (o2/air). The defective part has not been returned fot the further investigation, despite request. The device's logs were not provided for further analysis. Our conclusion is that the o2 gas module was the cause of the failure.